Event description:
(B)(4). It was reported that during a valve placement procedure, laceration of the left ventricle lateral wall occurred. Due to tortuous peripheral anatomy and very horizontal aorta artery, a 0.35inx300cm amplatz super stiff guidewire was inserted within a pigtail into the left ventricular with difficulty. After atrio-ventricular block (bav), hemodynamics became instable and blood pressure dropped down. Transesophageal echocardiography (tee) showed hemopericardium, which was immediately and successfully drained. Stable hemodynamics was restored and a right ventricular activation (rva) surgery was performed successfully.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).